Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen via an implantable infusion pump. It was reported that the hcp wanted to turn the pump off temporary due to the patient experiencing renal failure and wanted to be able to rule out the pump as an issue.